Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that a bio-composite swivelock, ar-1927bcf-45, was implanted during a shoulder procedure on (B)(6) 2019. An arthroplasty + acromioplasty + rotator cuff repair + reconstruction of the long head tendon of the biceps was performed under general anesthesia, with 2 internal and 2 external rivets as the fulcrum for reconstruction and fixation. 1 rivet was used to fix the biceps tendon, and the redundant tendon was removed. After the procedure, the postoperative anti-inflammatory, blood - activating, analgesic treatment were all performed. During this, the patient felt severe pain and analgesic therapy was performed; the pain decreased. A few weeks later on (B)(6) 2019, the patient was discharged from the hospital. The next day, the surgery incision on the right shoulder oozed liquid; however, the pain was bearable. Physical examination results: the right shoulder surgery incision oozed liquid. Staff applied external dressing bandage. The surgery incision was slightly swollen and tenderness was positive. The function to lift was not good.